Event description:
It was reported that the patient controller was displaying replace generator message. The implantable pulse generator was unable to be connected to with the clinician programmer as a result. Patient denies any traumas or falls. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the device was explanted, and a new device was implanted. There were no complications during the procedure. Effective therapy was restored post procedure. Patient was stable.